Event description:
New information indicates that the pacemaker was explanted and replaced on (B)(6) 2025. The patient condition was stable throughout.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant. Patient was stable.

Manufacturer narrative:
Field event of premature depletion was not confirmed. As received device was at elective replacement indicator (eri) level and no anomalies were noted. Electrical functions of the device were tested and found to be normal. Assessment of total longevity was performed, and device was found to have normal battery depletion based on field data.